Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four to six weeks days postoperative of a surgery, prolonged wound management was required and subcutaneous sutures were removed due to wound healing problems.